Manufacturer narrative:
(B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. (B)(4).

Event description:
A ge healthcare sales representative reported that the system screen went blank and displayed ecxx errors. There was no report of patient injury.